Event description:
The lasso could not be visualized on carto map. Unable to select catheter from the drop down list. There was an eprom error. This was an intra-procedure failure. A new catheter was handed over and the problem was solved. No harm came to this patient.